Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown at the time of reporting. On (B)(6)2010, treatment for the peritonitis included reflin 1gm once a day intraperitoneal (ip), fortum 1gm once a day intraperitoneal (ip) and vancomycin 1gm loading dose, once in 5 days intraperitoneal (ip). Pd therapy was ongoing. The outcome for the event of peritonitis was unknown at the time of reporting.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.